Manufacturer narrative:
Seaspine was made aware of this event on 15 apr 2021. The driver has not been made available for examination, and the tip remains in situ. Additionally, no images have ben provided for analysis. Review of labeling: possible adverse events: pain, discomfort, or abnormal sensations due to the presence of the device. Intraoperative warnings: -breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.

Event description:
The patient underwent spinal surgery on (B)(6) 2020 consisting of seaspine's coral spinal system. During surgery, the 10-40-0410 t-20 driver tip broke when the surgeon was advancing a pedicle screw. The surgeon determined the tip could not be removed from the screw head and completed the case. The patient complained of pain and received an MRI. The surgeon concluded their pain is related to diabetic neuropathy and not related to the driver tip which remains in the screw head. At this time, there is no plan for revision surgery, and the surgeon continues to monitor the patient's recovery.